Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display as well as insulin pump screen was hard to read due to damage. The customer¿s blood glucose level was 219 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reports display was flashing but a portion of the screen was white and no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank steady white light with lines on the display due to cracked and bleeding lcd glass. Unable to verify missing segments or partial display due to blank display. Device was received with minor scratched lcd window, scratched case and cracked select button keypad overlay.